Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076-52, lead, implanted: (B)(6) 2007; 419488, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device had unexpected longevity. It was noted that the longevity was 3.5 years and that the device had high outputs programmed for the left ventricular (lv) lead. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.